Manufacturer narrative:
Evaluation results/conclusion: other (pending device evaluation), (x-ray machine).

Event description:
A talent stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size is implant unknown. During deployment of the bifurcate, aortogram showed that the marked location of the renal arteries had changed. It was reported that it was likely caused by the unintentional movement of the c-arm. This resulted in the bifurcate being deployed too low; the contra stub ended up in the right common iliac artery (ipsilateral side) and could not be cannulated. The decision was made to convert the patient to open repair. During the explant, it was reported that the aneurysm appeared very thin-walled and extremely vulnerable to rupture; the patient was successfully converted. The explanted stent graft is pending evaluation. No clinical sequelae were reported and the patient is fine.